Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was observed that the right-ventricular (rv) lead exhibited noise oversensing leading to pacing inhibition. As a resolution the lead was reprogrammed. There were no patient consequences, and the patient was stable